Event description:
It was reported that the patient experienced muscle spasms in both legs as well as tightness in her leg. The symptoms occurred for the past two days at night after stimulation had been off for a while. It was reported that the spasms seemed to go away when the patient took muscles relaxers. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing muscle spasms in her leg. It was noted that the spasms were not constant and occur when her implantable neurostimulator (ins) has been off ¿for a while¿ at night. It was reported that the symptoms do go away when she turns on the stimulation. It was noted that the symptoms started two days prior to the call. It was reported that the patient was experiencing ¿tremendous tightness¿ in their leg and was like the stimulation was ¿still on¿ although it was turned off. It was noted the patient had a muscle spasm in her ¿cap¿ that woke her up one morning. It was reported that the patient denied any falls or trauma that could have contributed to the symptoms. It was noted that the muscle spasms did go away with a muscle relaxant. It was further reported that the patient received assistance from her doctor or company representative and their concerns were resolved. It was noted that both of her health care providers were ¿no longer¿ in the area and did not seek care ¿recently¿ for the device.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient received assistance from a manufacturer representative and her concerns were resolved. It was noted that the patient's hcp was no longer in the area, and the patient had not sought care recently for her device.